Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded atrial events blanked due to the way in which the post ventricular, atrial refractory period was programmed. Various programming and procedural recommendations were discussed for this pacemaker that remains in service. No adverse patient effects were reported.